Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported devices were returned and examination of the returned part determined that returned tasp(lot 62515528) exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The CAPA investigation also identified instrument misuse as a contributing cause. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2579-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp . The persona surgical technique (97-5026-001-00, rev 11) instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause of fracture is considered to be misuse as the surgeon impacted the tasp." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565-2018 -06681. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a total knee arthroplasty, surgeon felt that the insertion of the tasp was very tight, so he tapped the tasp with hammer which led to the tasp fracture. No adverse events have been reported as a result of the malfunction.